Event description:
The customer contacted baxter's service center regarding assistance with opening the door; which occurred on the homechoice (hc) during use. The home patient (hp) stated that there was fluid coming out of the top of the patient line. They stated they did not want to use the setup. They cycled the hc machine but were unable to open the door. However, as soon as the call was picked up the hp was able to open the door. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 regarding reported problem. The cg stated that they did start over with new supplies that evening; they were able to continue as normal. The cg stated that the home patient (hp) even called their nurse just to make sure this was okay. They stated they went over everything with their nurse and everything checked out fine. The cg stated that this was the first time this has ever happened so they were not too sure what caused the over prime. The cg stated nothing unusual was noticed with the supplies. The cg stated that overall the patient's therapy is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.